Manufacturer narrative:
Please reference related manufacturer report no:2015691-2021-01308.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between march 2009 and october 2018. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards transcatheter heart valve. The possible PMA numbers associated with this article are: p130009 - edwards sapien xt transcatheter heart valve, p140031- edwards sapien 3 transcatheter heart valve, and p110021-edwards sapien transcatheter heart valve. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the coronary obstruction. It may be related to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: vishal n. Shah, meghan buckley, oleg I. Orlov, nicholas s. Imperato, serge sicouri, scott m. Goldman md, konstadinos a. Plestis md. Transcatheter and ministernotomy aortic valve replacement after bioprosthetic valve failure. Journal of cardiac surgery (2020).

Event description:
As reported from an article 'transcatheter and ministernotomy aortic valve replacement after bioprosthetic valve failure', a study between march 2009 and october 2018 with edwards sapien, sapien xt, and sapien 3, a coronary obstruction occurred in one patient.